Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that reflux of the vitreous body occurred during a vitrectomy procedure and a large amount of air came out from the cutter. Both issues occurred when the cutter was actuating and aspirating lightly. The case was completed with no harm to the pt.